Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain and noise. Resurfacing to xl patient - this is the 2nd of 2 revisions, please see (B)(4) for the 1st revision. Cup implant date: (B)(6) 2006. Xl products implant date: (B)(6) 2010. All products revised: (B)(6) 2014.